Event description:
The facility reported an infusion pump which shut down without an alarm during an infusion of dopamine 800 mg in 250 ml 5% dextrose and water at 10 mcg/kg/min. Reportedly, the pt's blood pressure dropped as a result . The pt was given a bolus of 500 ml .9 normal saline, the pump was switched for a new one, and then the dopamine was increased to a higher dosage until the pt's blood pressure was stabilized. Reportedly the pump shut down once without alarming and the nurse though she may have hit the off key. The pump was restarted and then it shut down againt and the nurse was not changing any settings at the time. Reportedly, the pt's hospitalization was not prolonged as a result of the incident.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if addtional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.